Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited a drop in sensing and loss of capture. An x-ray was performed, and it was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.